Event description:
It was reported the cot legs did not lock in place properly while loading the cot into the ambulance. While the crew was adjusting the cot it became unbalanced and tipped over while a patient was on it. The patient fell with the cot onto the road. There was no sign of a visible injury.